Manufacturer narrative:
The returned device was evaluated. During inspection it was found that the alarm output from the side speaker is distorted. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the speaker is not working. The alarm sounded muffled and "front was very muted." No consequences or impact to patient were reported.